Manufacturer narrative:
Initial and final MDR (B)(4) device 3 of 4.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced 4 infusion set cannula kinked event on (B)(6) 2024, within 3 hours of insertion. Insertion site was abdomen and thigh. Customer regularly rotate site location. Blood glucose level was high. Therefore, patient was treated with correction bolus via pump and injection via mdi. Customer replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.